Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a change in the intrinsic morphology. Technical services discussed some testing options to see if they can program for the patient's change in the intrinsic morphology. There were no additional adverse patient effects. The system remains implanted.